Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt and embedment of the filter in the caval wall. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the patient had a history of multiple pulmonary embolisms (pe) and deep vein thrombosis (dvt) and needed to be on coumadin indefinitely but was non-compliant and presented acute subdural bleed. The patient had a CT scan for evaluation of the trapease ivc filter. The filter was found to have tilted approximately seven (7) degrees to the right. The patient claims to have suffered pain due to this complication. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately eight years and eight months post implantation. The patient reports filter tilt and pain post-implant. The patient also reports that these injuries have caused emotional distress, mental anguish, anxiety and stress.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently tilted and became embedded. The patient reports filter tilt and pain post-implant. The patient also reports that these injuries have caused emotional distress, mental anguish, anxiety and stress. According to the medical records the patient had a history of multiple pulmonary embolisms (pe) and deep vein thrombosis (dvt) and needed to be on coumadin indefinitely but was non-compliant and presented with an acute subdural bleed. Approximately eight years and ten months post implant the submitted for a computed tomography scan of the filter. The filter was found to have tilted approximately seven (7) degrees to the right. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filters is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Without procedural films or images for review the reported event(s) could not be confirmed. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of the trapease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt and embedment of the filter in the caval wall. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Endothelialization, remodeling/restructuring of the internal lumen of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt and embedment of the filter in the caval wall. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.